Event description:
A healthcare professional reported that during a cataract surgery, the footswitch stopped working. Following a delay of over an hour, a footswitch from a different facility was used to complete the surgery. No additional info is expected to be received.

Manufacturer narrative:
The customer ordered a new footswitch to address the reported event. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. No samples were returned for further eval. Therefore, the root cause of the reported event could not be determined conclusively and is unk. (B)(4).